Manufacturer narrative:
Under user facility's discretion the device will not be returned to the manufacturer.the investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the device had not light. No patient or procedure involvement. No negative impact in state of health reported.